Event description:
It was reported that there were events involving a broken upper hinge post, lower hinge, or membrane frame on the alaris¿ pump module. The customer ordered new parts and fixed the issue. The issues were found either during preventative maintenance or before the nurse started the infusion. There were no patient's involved.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 12/13/2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Probable root cause for the complaint of broken lower hinge, or membrane frame could not be determined because no device or logs were returned for investigation. The reported issue of broken upper hinge post, lower hinge, or membrane frame could not be confirmed; no product or device logs were returned for investigation. H3 other text : device was not returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there were events involving a broken upper hinge post, lower hinge, or membrane frame on the alaris¿ pump module. The customer ordered new parts and fixed the issue. The issues were found either during preventative maintenance or before the nurse started the infusion. There were no patient involvement.